Event description:
It was reported that the 9600 system would intermittently shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted, found to be working as intended, and put back into service.